Manufacturer narrative:
H2: the coding block has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a ¿revision of the system was likely¿ and that as of (B)(6) 2019, the patient was being assessed for revision of her lead and/or ins. It was noted the patient had reported her device was spontaneously switching on and off as well as providing an uncomfortable stimulation. Review of ins interrogation records from (B)(6) 2019 found only patient activity, meaning the ins was turned off/on by the patient, with no indication of sudden therapy losses. No misfunctioning or anomalies were identified in the device interrogation record. There were no further complications reported or anticipated.

Manufacturer narrative:
Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported through a manufacturer representative that the patient¿s implantable neurostimulator (ins) had been ¿turning off regularly of its own accord¿ since the patient was involved in a serious car accident in (B)(6) 2018. In the accident, the patient was subjected to a whiplash of the neck and also had a superficial compression injury from the seatbelt across one shoulder and the lower abdomen where the ins was sited. Impedance testing was performed and found an electrode was out of range, but otherwise the electrode and group impedances seemed within range. Impedance testing performed on (B)(6) 2019 indicated that electrode 2 was >10000 ohms when tested at 0.7 v. X-ray imaging of the lead at both the distal portion and around the ins site was performed and showed no observable fractures or irregularities. It was noted that recently prior to report, the patient was seen in clinic, and it was reported the patient¿s ins was turning off independently ¿ 5-7 times when trailed that day. It was further noted the ins was on when the patient programmer was off, but within minutes the ins would often turn off independently. The patient¿s coverage and stimulation were effective with 90% relief and 100% coverage. It was noted the patient¿s device had been very successfully delivering pain relief. Though electrode 2 was initially used in the patient¿s programming to deliver therapy, that had since been changed as of (B)(6) 2019. It was noted that imaging was planned or performed to troubleshoot the issue and that a potential exploration and/or revision of the lead and/or ins was being considered as of (B)(6) 2019. The patient¿s status was ¿healthy¿ as of (B)(6) 2019. There were no further complications reported or anticipated.